Event description:
The suspect device is scarring the users fingers. They also said a piece of the silver lancet had broken off in their finger. The piece is still in their finger and looks like it is working its way out.